Event description:
Per the clinic, the patient developed an infection at the incision site. The patient was treated with oral antibiotics, however, the infection could not be resolved. The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.